Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and found blower foam degradation. Additionally, the device had dust contamination, pin1 and pin2 were destroyed from the humidifier connector, and displayed error codes e-31:err_motor_vbus_high_blower_off and e-53: err_comp_log_sem_timeout. The device was scrapped by the service center after the evaluation was completed.